Event description:
The connection of the horizontal bars with adjustable hinges could not be adjusted correctly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the wrong clamps are mounted and the clamps are not adjustable. The file history records were reviewed and showed conformity with the material and manufacturing specifications. This instrument was manufactured and sold in the year 2008. A review of warehouse stock revealed no irregularities. The cause of failure is not due to any manufacturing non-conformances. The source of the mix-up of the clamps is undetermined. A review of the device history record did not show conditions that could have contributed to the reported event.